Event description:
This is product created by a company called lifewave. They use patches as a kind of cure-all. My mom, which does have a heart condition, went on them, and within a few days she couldn't catch her breath. 3 weeks later, she was in the hospital with a pulmonary edema which cause her heart rate to over 180 beats per minute and her blood pressure to 230 / 110. No medication was able to lower her blood pressure. Now was this due to this product? I don't know. But it was the only difference between june (healthy mom) and july (unhealthy mom). Also, someone else, who had started on these patches who had a previous heart condition, dropped dead a few days ago. Again, I don't have a lab to do chemical tests, but I believe these patches are dangerous.